Manufacturer narrative:
A supplemental report was submitted to correct the device problem code to more appropriate code based on the event description.

Event description:
A supplemental report is being submitted to make code correction in section h6, device problem code. The code should be: 1069- break. There are no other changes.

Event description:
As reported, the coil was implanted via a jailed headway 17 and flow diverter. The detachment controller showed green however, did not sound correct for detachment confirmation. It was thought the coil was detached but it showed that the pusher wire had broken and separated. The implant coil remained attached to the delivery pusher. The broken pusher wire and the coil were removed from the patient with a guidewire and manipulation within the microcatheter. The case was completed with flow diverter only as jailed microcatheter was removed with the coil system. No patient harm was reported.

Manufacturer narrative:
The physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.